Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10029. It was reported the patient ((B)(6)) was no longer receiving effective stimulation. Diagnostic testing identified impedance issues with the lead. It is suspected the lead may have become disconnected from the ipg. The patient had an x-ray performed with no anomalies noted. It is now suspected the lead is damaged. The patient will undergo surgical intervention at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.